Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2020, a percutaneous coronary intervention was performed on the left anterior descending (lad) coronary artery, heavily calcified lesion. Following pre-dilatation, a 3.0x33mm xience xpedition stent was implanted without a device issue reported, when an edge dissection was observed. Another stent was implanted as treatment. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.